Manufacturer narrative:
(B)(4). The customer changed the circuit and ran over the weekend on a test lung without incident. The ventilator passed the extended service teas (est) and passed. The software was upgraded and the unit was returned to service.

Event description:
It was reported that while in patient use, the ventilator had an occlusion.